Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device inappropriately shut down. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical united kingdom. During the investigation it was noted that the logs from this device were reviewed for the event date of 1/4/26. The log from the event did not establish the device was connected to external power. There are no unwarranted shutdowns recorded in the log or any indications of a device malfunction. It appears the customer's report was due to a low battery condition identified by the advisories in the log. The customer's device underwent testing and could not duplicate the customer report. During testing, it was verified that the device was able to charge a battery and that the battery charge led was working appropriately. The customer's battery and accessories were not returned for evaluation. This claim will be closed as meets device specification. The x series operator's guide (9650-002355-05, rev l) recommends that the user carries at least one fully charged spare battery at all times in case a back-up power source is required. Analysis of reports of this type has not identified an increase in trend.